Event description:
The nurse manager reported a 25 year old male patient, 5 feet 9 inches, weighing 86.63 kilograms with history of gallstones (choledocholothiasis) was infected with enterobacter bacterial infection after a procedure with a scope. It was originally reported that the scope was due for annual preventive maintenance /inspection. Reportedly the patient had a fever starting one day after the procedure and was put on antibiotics and blood cultures were collected. The reprocessor has not been cultured for possible source of infection. "Resi" tests were completed and results were negative. Reportedly no endoscopes were reprocessed incorrectly. The patient was discharged home post hospital stay. The customer reported 2 patient's infected with enterobacter bacterial infection in their facility. This report is for the first patient. 1) related patient identifier # evis exera iii duodenovideoscope, model tjf-q190v, serial # (B)(6) (this report). 2) related patient identifier # evis exera iii duodenovideoscope model tjf-q190v, serial # (B)(6).